Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to inject. No additional device was available at the time of the original surgery and the patient was left aphakic. The patient will undergo an additional surgery to have a lens implanted at a future date. The device was not returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 014231856 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 6th march 2026, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens got stuck in the injector and as no back-up lens was available at the time of the original surgery the patient was left aphakic and will require an additional surgery.